Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. The endoscope had the damaged endoscope adapter (aea) and had one missing gear. The root cause of this failure was due to manufacturing. The endoscope had an error "check endoscope cable connection", endoscope self - test failed and had no image in both eyes. The tip heater current was out of the range. The endoscope button was not functional/ electrical issue and had no light in one or both hirose fiber cables. The endoscope had low adc level in left/right and low universal asynchronous receiver-transmitter (uart) level in left/right or dark image. A review of the endoscope logs associated with this event has been performed. Per logs, the endoscope (470027-62/(B)(4)) was last used on (B)(6) 2021 on system (B)(4). The endoscope had 1602 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the xi endoscope was found to have dislodged camera instrument adapter (aea) component with no evidence of mishandling or misuse. A dislodged camera adapter results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because the date of manufacture is not available.

Event description:
It was reported that during an internal service activity, the 30 degree endoscope had a screw fell off and the gear became loose. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. The endoscope had the damaged endoscope adapter (aea) and had one missing gear. The root cause of this failure was due to manufacturing. The endoscope had an error "check endoscope cable connection", endoscope self - test failed and had no image in both eyes. The tip heater current was out of the range. The endoscope button was not functional/ electrical issue and had no light in one or both hirose fiber cables. The endoscope had low adc level in left/right and low universal asynchronous receiver-transmitter (uart) level in left/right or dark image. A review of the endoscope logs associated with this event has been performed. Per logs, the endoscope (470027-62/(B)(4)) was last used on (B)(6) 2021 on system (B)(4). The endoscope had 1602 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the xi endoscope was found to have dislodged camera instrument adapter (aea) component with no evidence of mishandling or misuse. A dislodged camera adapter results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because the date of manufacture is not available.

Event description:
It was reported that during an internal service activity, the 30 degree endoscope had a screw fell off and the gear became loose. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.